Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A hypotube break was also identifeid 281mm from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occur. Vascular access was obtained via the radial artery. A 38 x 4.00 promus elite drug-eluting stent was selected for use. However, before introducing the device into the patient, the shaft broke. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occur. Vascular access was obtained via the radial artery. A 38 x 4.00 promus elite drug-eluting stent was selected for use. However, before introducing the device into the patient, the shaft broke. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.